Event description:
A user facility reported to the FDA on 30-march-2010 (b) (4 that a patient was unresponsive to pain/verbal, and then his blood glucose was checked. The following erratic readings were received on their precision xceed pro blood glucose meter: 107 mg/dl and 142 mg/dl. It is unknown if the readings were received within ten minutes. Results were plotted on a parkes error grid and fell into the "a" zone showing the difference in values was not clinically significant. The user facility also reported they received an inaccurate reading on their precision xceed pro blood glucose meter. They reported they compared a precision xceed pro reading of 105 mg/dl to a result of 23 mg/dl obtained from the lab. It is unknown if the reported readings were completed within a ten minute timeframe. Results were plotted on a parkes error grid and fell into the "d" zone showing the difference in values was clinically significant. The patient was reportedly treated with dextrose 50% and responded to treatment. The user facility did not contact adc and adc made several attempts to contact them to complete the troubleshooting survey questions, but they were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Several unsuccessful attempts were made to contact the health care provider to complete the troubleshooting survey questions and to request the product back for an investigation. A follow-up report will be submitted if the product is returned and investigation is complete. Note: device manufacture date is unknown.

Manufacturer narrative:
On may 25, 2010, the manufacturer received additional information with regards to the medical incident reported in the initial MDR. A user facility representative reported that the patient with chest pain was admitted for congestive heart failure, chest pain and to rule out acute coronary syndrome. The following readings were reported: (B) (6)-2010. Meter: 18:30 - 152 and 21:43 - 98. Lab: 11:25 - 74 (B) (6)-2010. Meter: 00:06 - 142, 06:14 - 107, 07:08 - 142. Lab: 07:36 - 23 none of the reported readings were obtained within a 10-minute timeframe, hence invalid for comparison. At the time of the obtaining a lab result, the patient reportedly was unresponsive to both verbal and physical stimuli. The patient underwent a bed side chest x-ray and head CT. Retained test strips samples from the reported lot 6d3kcg were tested. Testing on the strip lot 6d3kcg was performed with low control solution and high control solution. Forty-eight tests were performed in total. All results were within range specification and the standard deviation fell within specifications. No errors or issues were observed during retain testing. No readings issue was noted during retain of strip lot 6d3kcg.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The meter was returned. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed. The data upload concluded that the device performed according to specification. This is the final report.